Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When pulling out the dilator back from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, they met a lot of resistance. The hemostatic valve completely separated and broke off from the sheath and there was blood back. The sheath was replaced. There was no patient consequence reported. The investigation was completed on 02-mar-2022. According to the pictures provided by the customer, the hemostatic valve was dislodged from hub, which can be related to the resistance detected. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When pulling out the dilator back from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, they met a lot of resistance. The hemostatic valve completely separated and broke off from the sheath and there was blood back. The sheath was replaced. There was no patient consequence reported. Additional information was received on the event. The hemostasis valve broke off. The reporter is not sure if the hemostasis valve (gasket) broke into two or more separate pieces, as the reporter states that they looked at the valve after the case and the valve was already gone. The hemostatic valve became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost at their guess would be 5-10 cc. No medical intervention was required, they just exchanged the sheath. The resistance they were having with the sheath when they were trying to put the dilator into the sheath and when they were trying to withdraw it from the sheath the resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on (B)(6) 2022, the product investigation was reopened to clarify/correct the investigation findings which resulted in the following changes/corrections: according to the pictures provided by the customer, the hemostatic valve was dislodged from hub, which can be related to the resistance detected. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ all devices are manufactured, inspected, and released to approved specifications as part of the bwi's quality process. This product issue will be addressed through bwi's quality system. The issue reported by the customer was confirmed based on the picture received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint.